Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and unexplained high blood glucose of 410mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer with removing the reservoir and rewinding, but he could not run a manual prime as customer did no have insulin available at the time. Performed the high pressure test and passed. Advised the customer that the insulin pump is functioning as designed. Instructed the customer to remove the cannula and it was bent. Suggested the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.